Event description:
It was reported that the customer's blood glucose level was displayed as "low," but specific values were unknown. Customer consumed carbohydrates to address bg. Technical support offered further troubleshooting, but the customer declined.